Manufacturer narrative:
B5 narrative updated and h6 codes updated. H6 health effect - clinical code. E0303 is no longer applicable for this report.

Event description:
Updated clinical narrative: after irrigation of the foley catheter the patient was noted to have hematuria as red colored urine was present. Prior clinical narrative: an impella cp device was inserted via the right femoral artery in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. Following arrival to the intensive care unit, clot was noted in the foley catheter and irrigation was performed, after which the urine was observed to be bright red. Hemolysis was suspected, as evidenced by hemolyzed labs, and lactate dehydrogenase and bilirubin was ordered. An echocardiogram was performed, which demonstrated the impella position at approximately 5 centimeters from the aortic valve, and the device was subsequently repositioned by pulling back. After repositioning the lab samples were no longer hemolyzed; however, the urine remained red. The impella performance level was reduced to performance level 4 due to decreased vasopressor requirements. While on support, the impella cp device was operating at performance level 4 with expected flows of 2.6 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. Impella was successfully weaned and removed 3 days later. The patient survived to explant with no additional harm noted. Hematuria and hemolysis are known risks associated with impella support and may be influenced by anticoagulation requirements and the patient¿s underlying critical condition in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. Following arrival to the intensive care unit, clot was noted in the foley catheter and irrigation was performed, after which the urine was observed to be bright red. Hemolysis was suspected, as evidenced by hemolyzed labs, and lactate dehydrogenase and bilirubin was ordered. An echocardiogram was performed, which demonstrated the impella position at approximately 5 centimeters from the aortic valve, and the device was subsequently repositioned by pulling back. After repositioning the lab samples were no longer hemolyzed; however, the urine remained red. The impella performance level was reduced to performance level 4 due to decreased vasopressor requirements. While on support, the impella cp device was operating at performance level 4 with expected flows of 2.6 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. Impella was successfully weaned and removed 3 days later. The patient survived to explant with no additional harm noted. Hematuria and hemolysis are known risks associated with impella support and may be influenced by anticoagulation requirements and the patient¿s underlying critical condition in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage e.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.